Event description:
It was reported by the rep the device was used in a left lower lobectomy. It was reported a dr., who was assisting another dr., fired the tct75 to divide fissures posteriorly between the upper and lower lobes. The first dr. Reported as a result of the force to fire the device, the nose of the device dipped down and tip of device came into contact with the aorta. This did not cause injury. There is a hollow space under the loaded staple cartridge where the staple drivers are visible under the reload. It is believed the aorta may have pouched up into this area and a staple driver could have pierced the aorta. There was extended or time of an hour plus. Cell saver was infused and the aorta repaired. The pt left the or seemingly ok. Pt was in hospital for approximately 2 weeks and expired. The 80 year old pt had cns dysfunction and a history of strokes. The doctor does not know the reason of death, or if this incident contributed to it. The device was discarded.